Event description:
The consumer allegedly slipped out of the bed and cut his arm on the hinge that holds the frame to the bed ends. The alleged injury required stitches to repair.

Manufacturer narrative:
No history of a product problem. Isolated incident. Consumer reportedly slipped and fell while getting out of his bed and caught his arm on the frame area of the bed. No malfunction alleged. Device remains in use. Manufacturer views this incident as an accident.